Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that there was also no pacing at maximum output.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. The patient received inappropriate hv therapies due to p-wave oversensing. Lead was explanted and replaced. Patient¿s condition was stable before, during, and after the procedure.